Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that cardiac chest pain occurred. In (B)(6) 2012, the patient presented due to stable angina and was referred for cardiac catheterization. The 22mm x 2.5mm, 99% stenosed target lesion was located in the mildly calcified and mildly tortuous right posterior descending artery (pda). The lesion was treated with predilatation and placement of the 2.5x24 mm promus element ¿ stent at 10 atmospheres. Following post dilatation, residual stenosis was visually confirmed as 0%; timi 3 flow was restored. Two days post procedure, the patient was discharged. In (B)(6) 2014, the patient presented due to cardiac chest pain. Medication was given to treat the event but it was not resolved.